Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source was not capturing images during set up. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d2, h6, h11. Corrected field: h11 (technical assistance support (tac). The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps were performed verified that the peripheral type is set to option, the digital filing device (df) is enabled (on) for the 01 purple user, and the corresponding user settings were successfully recalled and applied. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was returned to not olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.